Event description:
It was reported that the caller experienced rapid battery depletion in their insulin pump, which led to a pump shutdown. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer about battery settings and confirmed the battery was depleting normally due to usage patterns. However, the issue exceeded normal battery depletion percentages and a replacement pump was issued, and the customer was instructed on returning the problematic pump. No further impact to the customer's health was reported.